Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thorascopic left lower lobe resection, the device did not fire after the green button was pressed and the handle was squeezed. The reload showed the legs of the staples were coming out. A new stapler was used to complete the case. There was no patient injury.